Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 when an error 4 message was displayed on the subject device when the patient attempted to measure his blood glucose. The patient manages his diabetes using insulin (self-adjuster) and reportedly continued with his usual diabetes management routine (24 units of toujeo insulin) after the alleged issue began. The patient reported experiencing symptoms of shaking, sweating and unfocussed approximately 1.5 to 2 hours after the alleged issue began and denied receiving any form of medical treatment in response to the reported issue. At the time of troubleshooting, the csr confirmed that the patient&#38112;testing procedure was correct, the test strips were not expired and it was not the patient&#38112;first use of the device. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.